Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. Visual inspection revealed that the tip of the helix was broken off and was not returned. High magnification microscopic analysis of the broken helix surface showed characteristics consistent with torsional overload. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the high pacing threshold measurements observed during the implant procedure. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to position the lead caused the helix to break.

Event description:
It was reported that this right ventricular (rv) lead was attempted to be implanted in the left bundle branch area. However, high pacing threshold measurements were observed and the lead was repositioned three times, until the helix became damaged. A new lead was implanted to complete the procedure. No adverse patient effects were reported. The attempted lead has been received for analysis.